Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that he was breathing differently and was unresponsive. The blood glucose reading was 29 mg/dl, which was treated with glucose gel, punch, and a glucagon shot. The blood glucose reading rose to 78 mg/dl, and the customer stated that was when the insulin pump alarmed low blood glucose. He stated that the insulin pump never went into the threshold suspend mode. He believed that the issue was related to the sensor. He experienced low blood glucose for about 2 hours. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to speak with his doctor regarding low blood glucose. The most recent blood glucose reading was 166 mg/dl. He later reported that the insulin pump alarmed bad sensor, and he was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings.